Event description:
Caller states that her father got a reading of 530mg/dl on their device and called the paramedics. The paramedics arrived 15 minutes later and took her father to the hospital. The hospital device read his blood glucose at 67mg/dl. She states her father was given an IV. Contents were not provided. He was sent home the same day. No strip info was provided. No quality controls were used. Requested return of suspect device and replacement was sent.